Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information.

Event description:
A consumer reported that during an intraocular lens (iol) implant procedure, the iol flipped. The iol's flipped position was not noticed until the check up after surgery. Additional information was provided by the consumer, who reported that he had an unspecified complication during a previous cataract extraction with an iol implant procedure. The model of the iol initially implanted was not indicated. During the iol exchange procedure, the replacement iol flipped while being inserted. The flipped iol remains implanted. The consumer reported that his visual acuity is not as good as it was before. However, the consumer was not sure if this decrease visual acuity could be due to the sutures present in the eye. A postoperative visit is scheduled to monitor the patient's status. Additional information has been requested but not received to date.